Event description:
Grasper broke at the tip. Additional testing needed to retrieve the grasper tip that broke off. No patient injuries reported. Unknown time of surgical delay.

Manufacturer narrative:
Manufacturing site evaluation: device forwarded to manufacturer; evaluation on-going.